Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient experienced a skin reaction under the sensor pod area only, with burning, redness, blisters, and drainage. He was taken to the doctor, who prescribed liquid flucloxacillin 5 ml four times a day for 7-10 days. At the time of the report the antibiotic treatment had been completed and the skin was healing. No additional patient or event information is available.